Event description:
It was reported that the camera head had abnormal image. The issue occurred during preparation/prior to sedation for an endoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had abnormal image. The issue occurred during preparation/prior to sedation for an endoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickering. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.